Event description:
It was reported that during the placement of the capsule into the patient's mouth, the capsule detached from the delivery device before the physician pressed down on the plunger to deploy it. The capsule was not retrieved during the endoscopy, and the patient later coughed up the capsule in the recovery room. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no patient injury or complication as a result of the event, and the patient was alive.

Manufacturer narrative:
D10 - concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, lot: 63141f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.